Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer requires maintenance. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer auxiliary 6 pocket required maintenance. The field service engineer removed the medication package which was trapped on the pocket lid and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.